Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon could not insert the pfna blade. Surgeon chose another like blade and completed the procedure.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. A function test was performed and the device was functional as required. We are not able to reproduce the complained malfunction. The different marks at the blade indicate that high forces were applied onto this device during the attempt of insertion. This was possibly caused by a deviation of the guide wire after pre-drilling, a loose connection screw at the aiming arm or too high soft tissue pressure.